Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic with episodes of inappropriate automatic mode switch on their implantable cardiac defibrillator. Upon interrogation, noise was discovered on the right atrial lead. The noise was not able to be reproduced with isometric motion and did not appear to be due to electromagnetic interference. The physician decided to extract and replace the lead. While the pocket was open, the doctor also electively replaced the pulse generator due to an advisory on this unit; there were no complaints on the pulse generator. The patient was stable throughout the procedure and is currently in good condition.

Manufacturer narrative:
External insulation abrasion was noted at 47.0-47.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate mode switch.